Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device's lcd screen was found to be unreadable and a failure of the device to charge it's internal battery was observed. The device's lcd screen and internal battery were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery and an unreadable lcd screen. The internal battery and lcd screen were returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance. The root cause of the lcd screen being unreadable was due to physical damage. Evaluation conclusion: the manufacturer only investigated the internal battery and lcd screen.